Manufacturer narrative:
Lot number provided was not able to verified as matching part number provided. Without a valid lot number the device history records review could not be completed. (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported on (B)(6) 2015 the patient was treated with the pfna (proximal femur nail) for a pertrochanteric fracture. Sometime after, the patient felt an improvement in his condition along with physiotherapy and he walked more and stepped on more frequently on the injured leg. The patient started to feel strong pain in the operated hip; he denied any kind of injury. X-rays were taken; the blade had migrated. This provided x-rays were reviewed by the manufacture and the device failure could be confirmed. This is report 1 of 2 for com-(B)(4).